Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the half-height main drawers 4.1 and 4.2 were sticking due to the absence of bumpers on both drawers. A field service engineer installed new bumpers on each drawer to rectify the problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the main drawers 4.1 and 4.2, as well as auxiliary drawer 5.1, were sticking. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.